Manufacturer narrative:
Concomitant medical products: mesh repair. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called reporting new pain on her right, her implantable neurostimulator (ins) was on her left side. The new pain was very sudden and intense and thought it was similar to sciatica. The patient stated the pain started a week from the day of this call. The patient stated she turned stim off four days prior to this call in order to see if that changed her new pain and she thinks it helped but then while stim was off the pain came back. The patient was calling on the day of this for help understanding her patient programmer (pp) function. The patient stated her husband gave her a massage, she took a lot of ibuprofen, she went to the emergency room (ER) 3 days prior to this call, and they did a CT and stated her wires were not broken. They checked for a uti and she did not have one. They gave her medications but they did not touch the pain. The patient was on program 3 at 0.4 and stim was turned on. There was no fall/trauma reported related to this event and patient has not had any other medical tests or procedure. The patient also mentioned she had major back surgery prior to getting her manufacturer device and had hundreds of utis prior to getting her manufacturer device and since her device; she has not had any utis. It was also noted that patient was seen earlier than scheduled because of back pain and dizziness. It was indicated that 2 weeks prior to the her symptoms she needed to bend down in awkward position to pick something up. It was noted that when turn off device the pain significantly decreased. The patient setting was at 1.2 but is now at 0.4. Current pain is gone and she has no worsening of her urinary symptoms. The patient called stating she was in pain and not sure if she was adjusting it correctly or not. Additional information received on 03-03-2016 that the device was turned off for 2 days and then turned back on with no pain. The cause of the pain was not determined. The patient also mentioned history of mesh repair. The patient indication for used were: urge urinary incontinence. The patient was very please with urination with the interstim device. The voiding was significantly improved. She now only wears pads when she knows she would be out for a long time. She felt her bladder was emptying much better. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.